Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowing keypad overlay, serial number label missing and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (22.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, the insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022 with blood glucose level was 500 mg/dl. Customer had headache and weakness due to high blood glucose. Customer was treated with intravenous insulin infusion. It was unknown if the customer was using insulin pump system for 48 hours during the reported event. No further patient complications were reported. The insulin pump will be returned for analysis.